Event description:
It was reported that during a right pavm embolization procedure, the coil and microcatheter could not advance well when attempting to get into the vessel. While attempting to regain access into the target vessel, the coil was going to be recaptured into the delivery sheath by inserting a pusher wire, but the coil had a loose piece and prematurely separated while it was still inside the microcatheter. The coil and microcatheter were removed from the patient. The microcatheter was flushed, and it was used to finish the case. The procedure was completed successfully. The patient was discharged in stable condition.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
The investigation of the returned coil system found the implant coil damaged, deformed, and stretched at the proximal end with the monofilament and implant gel exposed. The implant was returned still attached to the pusher. The pusher was returned with lead wire separation of approximately 120cm long from the proximal to the distal section, which is consistent with the "loose piece" observed when attempting to retract the pusher into the introducer as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
See h11.